Event description:
It was reported that the insulin pump alarmed during normal used. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarm motor error during the basic occlusion test, due to protruded/loose drive support disk. The motor was tested outside of the device and passed. Unit was received with scratched display window. All currents were within specifications. Unit passed self-test, rewind, prime, excessive no delivery and displacement test.